Manufacturer narrative:
H6. Device code a16 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that they were getting ready to do their bolus and when they were trying to get the blue screen to come up, a circle appeared on the black one at 100% and they had never seen that before. The patient stated they were unable to do a bolus for the last 1.5 days because they were unable to power on the handset. The patient confirmed both devices charge from the wall like normal. When the agent inquired pump med, the patient did not know the name, but they thought the doctor was going to 'kick it up a notch or two the next time,' and mentioned 'he just re-lowered it for the first time,' the patient mentioned that they had been having difficulties connecting to their pain pump intermittently, and stated 'every once in a while,' they would have to keep messing around with it for a little bit, and sometimes it would take them 2-3 minutes before it would say that the bolus had started. The agent asked if there was a specific percentage that the percentage would sit at when trying to connect, and the patient stated that it would start at 90% and then eventually jump to 100%. The agent reviewed how to power on restart the handset and the agent assisted the patient in disabling tutorials and the patient was able to connect well. The agent suspects the communicator would time out by the time the patient was able to navigate out of the tutorials, and telemetry delay would make it more difficult for the patient to connect. The agent assisted the patient in clearing data. Prior to data clear, the patient's data was 0.95 mb. The patient later wanted to bolus and saw a screen that said, 'no pump settings,' which agent understood as 'no pump found,' but the patient started connecting on their own prior to the agent's instructions. The agent had the patient tap 'retry' and patient able to get the bolus well without issue. The patient reported that 'every once in a while' they get locked out for 6 hours. It was reading ¿bolus duration 10 minutes lockout duration 6 hours restriction window 1 bolus / 6 hours boluses per day 4 after.¿ the agent reviewed bolus lockout education, and their doctor explained that to them and understood. The patient stated that their previous representative had their phone number, but they have since retired and were not sure who they talk about these issues with. The patient will monitor difficulties connecting to the pump and telemetry delay and will call back for assistance as needed. The agent reviewed considerations and redirected patient to their healthcare provider to further discuss therapy information. The agent emailed the field for visibility.